Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that probably the patient tore off the foley catheter, but customer want verification of the wound on the shaft area. Per follow up information received via ibc on 26sep2025, stated that it was unknown, which part of the foley catheter had been torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that probably the patient tore off the foley catheter, but customer want verification of the wound on the shaft area.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Evaluation was observed the catheter was cut into two pieces. No abnormalities on catheter balloon. No damage or burst observed. Sample has been examined under microscopic and the surface was normal in appearance with the presence of smooth and clear cut. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be user rough handling (eg: pulled out by user), use of sharp object, operator error, stripping error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Initial reporter name: (B)(6) medical center. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that probably the patient tore off the foley catheter, but customer want verification of the wound on the shaft area. Per follow up information received via ibc on 26sep2025, stated that it was unknown, which part of the foley catheter had been torn.